Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the reload noted that all of the staples were partially advanced in the cartridge. Some staples were bent and in an unusable unformed condition. The damaged staples were removed and the reload was reloaded with staples. A pmv instrument was used for functional evaluation. Functionally, the instrument and the reload were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture.

Event description:
According to the reporter, during a gastrectomy case the staples came out after firing the stapler, but most of them did not form a proper b shape, causing some bleeding. The operator hand sews the unstapled tissue.